Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 450cc mentor smooth round moderate plus profile prostheses and experienced left-sided deflation and right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with unspecified breast implants on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 11-oct-2021, mentor received additional information regarding the suspected medical device. Initially, it was reported that the patient experienced left-sided deflation. However, additional information revealed that the patient experienced right-sided deflation. Upon explantation, the left-sided device was observed to be intact. The relevant field has been updated. On 29-oct-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced left-sided grade iii capsular contracture. The relevant field has been updated. Updated reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).